Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of cardiac tamponade and surgical procedure as listed in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries.the investigation was unable to determine a conclusive cause for the reported stent break. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Additional reported information indicates that the patient presented with myocardial infarction. The second 2.8x19 mm stent fully deployed and there was resistance noted when removing the delivery system as the balloon was only partially deflated. Negative pressure was held for about 13-14 seconds when the contrast agent was completely withdrawn. The surgery was performed and the patient is recovering. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional 2 graftmaster devices are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the left anterior descending (lad) coronary artery. Post dilatation with an unspecified nc balloon dilatation catheter (bdc) resulted in a perforation at the distal end of the previously implanted stent. A 2.8x19 mm graftmaster covered stent was implanted to seal the perforation and the patient returned to the inpatient ward. Over half an hour later, the patient experienced pericardial tamponade and an angiography showed that the middle of the graftmaster covered stent was broken so a second 2.8x19 mm graftmaster was released at 15 atmospheres. When the delivery system was withdrawn, the second graftmaster stent was brought back to the proximal lad and could not be returned to the original position or completely deflated so it was implanted where it was located. A third, 3.5x19 mm graftmaster was planned to be used to cover the perforation and it was found that the graftmaster could not advance through the guiding catheter and the second implanted graftmaster stent, therefore it was removed with the guiding catheter. The patient was referred to another hospital for surgery to seal the perforation, but it has not been performed yet. No additional information was provided.